Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator that exhibited crosstalk. Programming changes were discussed, but physician opted to monitor the patient for the time being. The patient was stable.